Event description:
The customer reported false positive alinity I stat high sensitive troponin-I result on a patient who had normal electrocardiography (ECG) and no clinical issues with results. Results were reported to medical provider. The following data was provided: (B)(6) 2025, sid (B)(6): initial result (serum sample) = 833.4 ng/l, repeat result (plasma sample) = 10.4 ng/l. (B)(6) 2025, same patient, different sample with sid (B)(6), results from another analyzer (B)(6) = 9.6 ng/l. The customer cutoff for troponin-I is <34.2 ng/l. There was no impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I stat high sensitive troponin-I reagent lot number 79023ud00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median values for lot 79022ud00 (which contain the same bulk material as lot 79023ud00) is within the established limits and comparable to the historical reagent lot performance. Review of applicable field data suggests that the performance is acceptable. Labeling review concludes that the issue is adequately addressed. Based on our investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent lot number 79023ud00.

Manufacturer narrative:
Complete information for section a1: patient identifier; sample ID: (B)(6) (both were from the same patient). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. E1: postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. This report is being filed on an international product, list number: 08p13 (alinity I stat highly sensitive troponin-I) that has a similar product distributed in the us, list number: 4z21 (alinity I stat high sensitivity troponin-I), with 510k/PMA/bla number k202525.

Event description:
The customer reported false positive alinity I stat highly sensitive troponin-I result on a patient who had normal electrocardiography (ECG) and no clinical issues with results. Results were reported to medical provider. The following data was provided: on (B)(6) 2025, sid: (B)(6): initial result (serum sample) = 833.4 ng/l, repeat result (plasma sample) = 10.4 ng/l. On (B)(6) 2025, same patient, different sample with sid: (B)(6), results from another analyzer (B)(6) = 9.6 ng/l. The customer cutoff for troponin-I is <34.2 ng/l. There was no impact to patient management was reported.